Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to infection. An I&d was performed, a competitor head was revised and a 32mm 10° series ii insert was exchanged for another one.